Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported a left side deflation and "exchange from textured to smooth implants due to concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and calcification. A leak test was performed which found an opening on the posterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening and a non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result of no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening.

Event description:
Healthcare professional reported a left side deflation and "exchange from textured to smooth implants due to concern with the product". Device has been explanted.